Manufacturer narrative:
Mml#: (B)(4). Other devices explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4), model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI#: (B)(4). Due to the privacy law (gdpr), no complete patient information is available. This report is associated with the mfg report number: 3021520203-2025-00049. The patient also had an infection at the battery site.

Event description:
It was reported that the patient could not feel the stimulation on the right side. There was no report of patient harm or injury. The clinical specialist troubleshot the issue, and all the impedances were within the normal range. The clinical specialists tested all paired electrodes on the right side, and no twitch was felt. The doctor was notified, and an x-ray was taken, which revealed right lead migration. Upon review of the post-implant images, it was confirmed that the cause of lead displacement was improper implant technique (no strain relief loop). The reactiv8 system was explanted without complications.

Manufacturer narrative:
Mml # c-01768 other devices explanted: model: 8145 descriptions: reactiv8 implantable stimulation lead serial number: (B)(6) UDI #:(B)(4). Model: 5100 descriptions: reactiv8 implantable pulse generator serial number: 5564 UDI#: (B)(4) due to the privacy law (gdpr), no complete patient information is available. This report is associated with the mfg report number: 3021520203-2025-00049. The patient also had an infection at the battery site. The ipg and lead assemblies were returned for analysis. The ipg passed the functional testing, but no functional testing can be performed on the returned leads. The leads were received and cut into three segments. Visual inspection found no anomalies that would have contributed to the alleged lead migration. H6 updated.

Event description:
It was reported that the patient could not feel the stimulation on the right side.there was no report of patient harm or injury. The clinical specialist troubleshot the issue, and all the impedances were within the normal range. The clinical specialists tested all paired electrodes on the right side, and no twitch was felt. The doctor was notified, and an x-ray was taken, which revealed right lead migration. Upon review of the post-implant images, it was confirmed that the cause of lead displacement was improper implant technique (no strain relief loop). The reactiv8 system was explanted without complications.